Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery with multiple cartridges. The customer reverted to an alternate method of insulin therapy. The customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (419-420 mg/dl). While in the ER, the customer was treated with intravenous saline and fluids. The customer was released on the same day with no permanent damage.